Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of stimulation in his ribs and stomach and very little stimulation in his back. Reprogramming was unable to resolve the issue. The pt stated he had experienced a fall several months ago. He also reported he had always felt a mild "tingle" in his stomach, but most of his stimulation had been in his back prior to the fall. X-rays revealed the lead had not migrated. Surgical intervention will be undertaken to address the issue.